Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified valve crack and crease flat. Leak test and microscopic analysis was performed which identified valve crack and wear abrasion. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.